Event description:
Related manufacturer reference number: 2017865-2022-07482; related manufacturer reference number: 2017865-2022-07483. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Further information was requested but not received

Manufacturer narrative:
Correction :h6- health effect - clinical code should be "4582 - no clinical signs, symptoms or conditions."